Event description:
It was reported that a novum iq syringe pump had a broken power cord. This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the ac adapter and the jack of the power wiring harness were damaged. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the reported condition could not be determined. To resolve this issue, the ac adapter and power wiring harness were replaced. Should additional relevant information become available, a supplemental report will be submitted.